Event description:
It was reported that review of a merlin transmission showed that the device was in back vvi mode. The patient presented in clinic with complaints of fatigue. A device download was performed successfully. The patient was stable before, during, and after the device interrogation.